Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites.  A detailed investigation was performed by an expert from the technical service: with this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was used for treatment. The root cause was determined to be the software not supporting a scenario when utilizing the suctioning tool and at the same time the sensor fail mode is triggered. In consequence the software was updated accordingly. There was no patient or user harm. The allegation in this complaint was confirmed to be a complaint. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event.

Event description:
During (B)(6) 2021 (no time info), the c6 had stopped ventilation according to the user. Patient was affected and suspected a blockage in the trach tube or breathing circtuit but they were ok. They restarted the device and were able to start ventilation again.

Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites.  It was stated by complainant "during (B)(6) 2021 (no time info), the c6 had stopped ventilation according to the user. Patient was affected and suspected a blockage in the trach tube or breathing circuit but they were ok. They restarted the device and were able to start ventilation again." A not optimized used flow sensor in combination with a sw error in the c6 leads to the ambient mode with no alarming. A correction is provided with the new sw provided for the c6 around june/july 2021. The issue is not likely to be serious to public health but is likely to cause serious injury or death to patient if it were to reoccur.

Event description:
During (B)(6) 2021 (no time info), the c6 had stopped ventilation according to the user. Patient was affected and suspected a blockage in the trach tube or breathing circuit but they were ok. They restarted the device and were able to start ventilation again.